Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. Results showed 2 broken haptics and an optic cut in half. Information received from the account indicated, the iol was damaged during implantation by an unidentified insertion system. Prior to release the lens met all manufacturing specifications. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported by the account that during routine cataract surgery with intraocular lens (iol) implant the trailing haptic broke. The incision was enlarged to remove the initial implant and a second iol implanted without complication. Reporter stated there was no patient injury.